Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data.

Event description:
It was reported that following implant of a cardiac resynchronization therapy pacemaker (crt-p), the physician was unable to show diagnostic data for the right ventricular (rv) lead. "No data" appeared, although the patient was pacing in the rv. It was determined that this was due to polarization and approximately one hour later, the rv data appeared and was noted to be within normal parameters. The crt-p remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.